Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the insulin pump was scrolling on its own and a button was not responding. The customer's blood glucose was 240 mg/dl. The customer stated the insulin pump had been dropped on the floor and there was a crack on the top right corner. The customer also stated she would keep the insulin pump in the bathroom with her when she would shower and it was possibly exposed to humidity. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. No display ramping on its own anomaly noted. The insulin pump has cracked case at display window corners and minor scratches on the lcd window.